Event description:
Reported as: "a patient presented with abdominal pain resulting from midgut volvulus four years after a laparoscopic gastric banding procedure performed elsewhere. ... A ladd's procedure with an appendectomy was performed ... Postoperative, the woman suffered from a pulmonary embolism that resolved with anticoagulant treatment and was discharged on day seven, postoperatively." From journal of laparoendoscopic & advanced surgical techniques; dr. Dan arbell. Volume 17, number 3, 2007 - "titled: case report: midgut volvulus following laparoscopic gastric banding - a rare and dangerous situation." Follow-up results are pending at this time.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the completion of the journal article date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcomes of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." Device labeling addresses the reported event of pulmonary embolism as follows: "caution: elevated homocysteine levels have been found in patients actively losing weight after obesity surgery. Supplemental folate and vitamin b12 may be necessary to maintain normal homocysteine levels. Elevated homocysteine levels may increase cardiovascular risk and the risk of neural tube abnormalities." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."